Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was used to resect the lung parenchyma during lobectomy, when at the fourth firing, the staple did not advance to the tip and firing became unable to be performed during the suture length. In addition, some unformed staples were collected from the thoracic cavity. Same issue occurred on another stapler. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the loading units were partially fired with the interlock engaged. The jaws were open. The loading units staple pushers were visible at the 2 and 1 cm cut line. Functionally, the loading units were loaded into a post market vigilance instrument, the interlocks were over ridden, and the loading units were applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of loading unit was partially fired that has no relationship to the reported condition. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.